Manufacturer narrative:
Device evaluation: the complaint device was not returned to the manufacturer for evaluation. Manufacturing record review and related document revealed that the product was manufactured and released according to specification. During the manufacturing process, all lenses are visually inspected and any defects on the lenses that do not meet specifications are rejected. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper usage of the device including power verification prior to use. Based on review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the female patient was wheeled to recovery after an intraocular lens model zcb00 was implanted into her left eye, the patient and the physician had a conversation regarding her request for a different size power. The physician forgot her request and wheeled her back to the operating room. He removed the implanted lens and replaced it with the same model with a different lens power. No patient injury was reported. No further information was provided.